Event description:
It was reported that an alarm was heard. Telemetry confirmed that the alarm was due to a zero ml reservoir reached. The low reservoir alarm date was (B)(6) 2015 and the patient missed a refill because "he was in the hospital or something". It was calculated that the pump would have been empty around (B)(6) 2015. The patient was experiencing spasms and pain in his knees. The device system was used to deliver lioresal. Interventions/treatment and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information was received on 3-june-2016 from a health care provider. The patient's pump was implanted to treat intractable spasticity and a head/brain injury. The pump was delivering 2000 mcg/ml lioresal (lot# ds0069) at 659 mcg/day. It was reported that the patient had missed an appointment on (B)(6) 2016. The patient came in to the office on (B)(6) 2015. The patient's pump dose was decreased a bit at that time.